Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunctions we identified. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the thunderbeat exhibited that it is peeled away with metal exposed. A part of the tissue pad is missing. There were no reports of patient involvement. This report captures the reportable malfunction identified by olympus upon device evaluation.